Event description:
Customer called to report that the insulin pump alarmed no delivery. The customer woke up with high blood glucose. The blood glucose reading is 386 mg/dl. Diagnosed diabetic ketoacidosis. The blood glucose reading when the customer woke up was 500 mg/dl. Customer stated that he changed the site and thought everything was fine. Customer was treated with IV drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.